Event description:
It was reported the device was difficult to recapture and cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman closure device and delivery system (wds) were selected for use. During the procedure, after the 33mm closure device had been deployed, it was found that the was sheath was kinked, and the closure device was difficult to recapture. The devices were removed from the patient, and both were exchanged to complete the procedure. Post implant, it was found that the patient had developed a pericardial effusion. Pericardiocentesis was performed to treat the effusion removing approximately 300-400ml of fluid. There were no further patient complications reported, and the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant deployed was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks and buckling in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, abrasions were within the sheath tip and the distal marker band was kinked. The implant had anchor damage, and two struts were entangled. Product analysis could not confirm the reported events, as clinical circumstances could not be replicated.

Event description:
It was reported the device was difficult to recapture and cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman closure device and delivery system (wds) were selected for use. During the procedure, after the 33mm closure device had been deployed, it was found that the was sheath was kinked, and the closure device was difficult to recapture. The devices were removed from the patient, and both were exchanged to complete the procedure. Post implant, it was found that the patient had developed a pericardial effusion. Pericardiocentesis was performed to treat the effusion removing approximately 300-400ml of fluid. There were no further patient complications reported, and the patient was discharged home.